Manufacturer narrative:
Evaluation summary: we rec'd one empty and used pump for evaluation and investigation. The pump was filled with saline solution to its nominal fill volume of 125 ml for a flow rate performance test. The pump would not infuse. Further investigation revealed an occlusion in the orifice of the pump, which could not be removed. Therefore, the returned device was unable to be tested for performance. Three (3) retained devices were also tested for flow rate accuracy, having the same lot number as the pump involved in this incident. The average flow rate was found to be 6.17 ml/hr, slightly higher than the nominal range 4.25-5.75 ml/hr. The average infusion time was 20.26 hours (21.74-29.41 hours nominal range). This resulted in an approximate one hour and forty-eight minute early delivery. Reportedly, the pump involved in this incident emptied fifteen hours early. The aforementioned result of the I-flow performance tests, conducted on retained samples, would not support the reported infusion time. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report as required.

Event description:
Post knee arthroscopy surgery repair the pt reportedly became incontinent as the result of the pump infusing/emptying earlier than expected. The pump infused in a reported ten hour infusion duration instead of an expected twenty-four hours. The route for the drug delivery was epidural and the drugs involved were fentanyl and bupivacaine. The dr indicated that the pt's status was not stable.